Event description:
A peritoneal dialysis (pd) nurse reported that a patient found fluid in the cycler after completing pd treatment. Pd nurse had no other information on the leak just that the cassette was leaking. Pd nurse did not have any supplies information. The leak event was a few days prior to the nurse's reporting day and the nurse clarified that there was no harm, intervention or adverse event noted for the patient. The nurse was adamant that the patient's cycler should be replaced. Additional information was requested, but none was received. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient found fluid in the cycler after completing pd treatment. Pd nurse had no other information on the leak just that the cassette was leaking. Pd nurse did not have any supplies information. The leak event was a few days prior to the nurse's reporting day and the nurse clarified that there was no harm, intervention or adverse event noted for the patient. The nurse was adamant that the patient's cycler should be replaced. Additional information was requested, but none was received. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.